Manufacturer narrative:
The 3 complaint devices were not returned for evaluation. Multiple attempts were made to obtain additional device and procedure information but no information was provided. Device information such as lot numbers and serial numbers are unknown. The procedure dates are also unknown. Since the devices were not returned to ascent for evaluation, a root cause could not be determined. However, all of ascent's reprocessed pulse oximeter sensors are inspected and subjected to 100% electrical testing to verify functional integrity prior to release. Ascent's instructions for use (IFU) states that any of the following conditions can cause inaccurate oxygen measurements: failure to properly apply the sensor to the patient or to align the optical transducers. Application of sensor to an extremity with an arterial catheter, blood pressure cuff or intravascular infusion line in place. Application of sensor to a site that is too thick, thin or deeply pigmented. Venous pulsations if the sensor or supplemental tape is wrapped too tightly. In addition, the IFU states, "sensor application errors, certain patient and ambient environmental conditions, can affect pulse oximeter's readings and signals." Pulse oximeter sensors should be used "in conjunction with clinical signs and symptoms, pulse oximeter sensors are exclusively designed to be used as an adjunct in patient assessment. When uncertain about any measurement accuracy check the patient's vital signs by alternate means; then make sure the pulse oximeter is working properly." If additional information is received the complaint will be re-evaluated at that time and if needed, a follow-up MDR will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that 3 pulse oximeter sensors were producing inaccurate readings. The devices were producing readings 20-30% lower than the actual readings which caused the facility to administer extra oxygen to the infants. No patient injury was reported.